Manufacturer narrative:
The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown

Event description:
Patient reported right side capsular contracture, baker grade unknown and seroma. Device remains implanted

Event description:
Healthcare professional later confirmed capsular contracture baker grade ii, and seroma.

Manufacturer narrative:
Continued b.5: the event of capsular contracture will be un-reported as it is low in severity and therefore deemed not reportable to the FDA. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2; a.4; b.5; d.1; d.4; d.6a; g.2; h.4; h.6